Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump downstream occlusion pressure was too high. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion pressure too high' was not reproduced. The device went for downstream occlusion test and was passed. The reported condition was verified. The cause of the condition was determined to be out of calibration downstream sensor. The downstream sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.